Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), a code 1004, indicating shorted shock lead, was displayed. This occurred during defibrillation threshold (dft) testing. It was determined that the right ventricular (rv) lead was fractured. A new lead and device were implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found two shorted lead error codes were recorded on (B)(6) 2018 an x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., partially intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. Analysis confirmed that the device was damaged by a shock into a shorted lead condition.

Event description:
This report is being filed to provide device analysis results.